Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed for the suspected leaflet damage subsequent to the clip entanglement. It was reported that there was difficulty grasping the leaflets with the mitraclip because of the posterior leaflet flail. During the attempts to grasp, the clip became stuck on the anterior leaflet. The clip was freed using trouble shooting maneuvers, but the anterior leaflet may have become prolapsed/stretched as a result of the clip interaction. The same mitraclip was successfully deployed, but the mitral regurgitation (mr) remained grade 4 in this patient with multiple comorbidities. The mr volumes were significantly reduced, but remained in the severe categories. A second mitraclip was not attempted because there was not enough medial space on the valve for another clip. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. While the mitral regurgitation (mr) ultimately remained unchanged as a result of the procedure, the reported patient effects of worsening mr and mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. All available information was investigated and the reported difficulty grasping the leaflets appears to be a result of patient morphology/pathology (leaflet flail) and procedural conditions (visualization issues). The reported difficulty removing the device due to clip interaction with the leaflet was likely a secondary effect and a result of the difficulty grasping. While tissue damage could not be confirmed, it is likely that the potential damage to the anterior leaflet was due to the leaflet becoming caught on the clip, requiring troubleshooting to remove the clip. The reported unchanged mr was likely a result of patient/procedural conditions due to the flail gap and difficulties grasping. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.